Manufacturer narrative:
The investigation conducted by field service engineering confirmed that the camera head focus controller did not work. The focus controller adjusts the endoscope lens focus to sharpen the surgical image. The system was repaired by replacing the camera focus controller. As of 04/29/2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the focus controller was not operating properly resulting in the site being unable to focus the camera. With the assistance of an isi clinical service manager (csm), the site was instructed to replace the camera head; however, the issue persisted. An isi field service engineer (fse) was contacted and trouble shooting found that the issue was related to with the camera focus controller. The surgical staff decided to convert to traditional open surgical techniques to complete the planned procedure.